Event description:
During a cystoscopy with rt laser lithotripsy and suction aspiration of stone, rt retrograde pyelogram and rt uretal stent, the sensor wire was noted by the surgeon to have broken off in the kidney. The wire was retrieved without damage to the structure. Case continued without further incident, no harm to the patient, patient recovered and discharged home.